Event description:
The event is reported as: the cuff of the endotracheal tube leaked during intubation. The tube was removed and the pt re-intubated. The cuff of the endotracheal tube was not pre-inflated. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.